Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead was stuck between the bone and the automatic earthier during fixing process. Therefore, ipl damage observed as fracture/breakage was seen on the lead visibly. The ipl was removed and replaced and the procedure was completed without any complication. No patient complications have been reported as a result of this event.